Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was an esophageal perforation during the procedure. The catheter lost procedure, they deflated then inflated, but did not reach 20 milliliter, deflated again, and they noticed the perforation.